Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the investigation of the returned product did not reveal any error. No imaging was provided and the root cause cannot be determined based on the available information. However, the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. Under normal conditions, ivc< 30 mm, the radial force of the filter will secure proper attachment of the filter legs to ivc. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter introducer was advanced by jugular approach through the sheath. Though the physician deployed the filter, it did not fully expand. ((B)(4)) gunther retrieval set was used to retrieve the filter though, the wire loop could not catch the filter hook; the wire loop could not reach to the filter hook due to unknown reasons. ((B)(4)) the filter was retrieved with another manufacturer's retrieval device (en snare manufactured by sheen man) despite the same difficulty, and another manufacturer's filter was placed instead. Patient outcome: the patient did not experience any adverse effects due to this occurrence.